Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went blank and does not ask for carbs after pressing set bolus. Customer has been experiencing low blood glucose readings of 43 mg/dl and has treated with food. Troubleshooting was performed and the drive support cap and all setting appeared to be normal. Displacement test was performed and passed. No further information reported.